Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013; 7122 lead, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations and exertional dyspnea. It was also reported that the right atrial (ra) lead exhibited undersensing during a stored ventricular tachycardia (vt) episode. It was also reported that p waves are chronically low voltage. The lead remains in use. No further patient complications have been reported as a result of this event.